Manufacturer narrative:
The field service engineer (fse) rebuilt the precision pump, replaced belt and seals, cleaned the precision and wash valves, and verified the pipettor ultrasonic characteristics and alignments. The fse performed dil-test which indicated improved dilution response, similar to the alternate access instrument. The customer performed dilution and patient comparison prior to completing any analysis. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The affiliate stated the customer reported discrepant human chorionic gonadotrophin (dil-hcg) results involving the access 2 immunoassay system. The customer periodically tests old patient samples and compare results between two instruments (these results are used for comparison purposes only and are not reported from the laboratory). The customer stated the discrepancy only occurs when comparing high samples that have to be auto-diluted. The customer stated one patient generated a result of >200,000 miu/ml and 163,000 miu/ml on the alternate access instrument. Since it was uncertain which instrument produced the correct results, the customer manually diluted the patient samples on both systems and then completed beta human chorionic gonadotrophin (tbhcg) assay tests with acceptable results. There was no patient consequence or change in patient treatment associated with this event. Quality control (qc) was within the acceptable range at the time of the event. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.